Event description:
It was reported that a patient's tracheostomy tube prevented suctioning due to deformation of the distal end of the tube. As the patient desaturated, the doctor attempted to suction but had difficulty inserting the suction tubing into the tracheostomy tube. The patient was manually ventilated (bagged) however that was reported to be difficult. The doctor removed the old tracheostomy tube and noticed the deformed end. A new tracheostomy tube was placed in the patient and the patient's respiratory rate recovered. The doctor stated that the tube was very loose, which may have contributed to the movement of the tube to a position where the distal end was being compressed or deformed. Additional information has been requested of the initial reporter but not received. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).